Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a 54mm diameter thoracic aortic aneurysm. There was severe calcification in the neck. It was reported that the valiant stent graft was implanted and there was a type ia endoleak which was due in part to severe calcification in the proximal neck. The decision was made to implant a second valiant stent graft proximally; however, a minor endoleak remained. After touch up by ballooning, the physician completed the procedure judging that no further options were available at this time. The physician stated that the cause of the event was anatomy related; severe calcification in the proximal neck. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.